Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement surgery using the powerport m.r.I. Isp with the catheter inserted via the right subclavian vein and the port positioned on the right chest wall. Nine months and 4 days post procedure during routine maintenance, the physician encountered resistance during aspiration and had issues in infusion. Subsequent digital subtraction angiography (dsa) imaging revealed a catheter rupture, with the fractured segment having dislodged into the heart. An emergency catheter retrieval procedure was immediately conducted under dsa guidance to remove the dislodged catheter fragment.

Event description:
A patient underwent a port placement surgery using the powerport m.r.I. Isp with the catheter inserted via the right subclavian vein and the port positioned on the right chest wall. Nine months and four days post a procedure during routine maintenance, the physician encountered resistance during aspiration and had issues in infusion. Subsequent digital subtraction angiography (dsa) imaging revealed a catheter rupture, with the fractured segment having dislodged into the heart. An emergency catheter retrieval procedure was immediately conducted under dsa guidance to remove the dislodged catheter fragment. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Nonconformances in subassemblies were examined as well as applicable process controls/inspections and changes to those controls. No evidence was found to show that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one medical image (x-ray) were provided and reviewed. The photo shows the catheter placed on a surface. The device is bloody. The catheter is separated into two fragments with one still attached to the port body. The profiles of both the proximal and distal ends of the break are uneven. There is also yellowish discoloration on the catheter in the region of the break and some centimeters proximal to it. A review of the x-ray showed that a circled area that might indicate slight disruption. Based on the provided photo, the reported catheter fracture and material separation issues can be confirmed, as well as the observed discoloration. The reported aspiration and infusion difficulties are also confirmed given the catheter breakage would be expected to cause flow issues. The reported migration cannot be directly confirmed from the sample provided. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.